Event description:
It was reported that bd insyte autog bc global difficult or unable to thread. The following information was provided by the initial reporter: comment from customer: "just reaching out to report at least 3 x incidents from 3 different nursing staff concerning problems with faulty bd insyte autoguard bc cannulas - 22g. In all cases experienced staff report: stylet (or needle) pierces skin as expected, but unable to advance plastic cannula through skin, causing patient to experience pain and leaving mark around puncture site where pressure has been applied".

Manufacturer narrative:
This MDR is a result of an investigation finding: our quality engineer inspected the samples submitted for evaluation. Bd received three 22gx1.00in insyte autoguard bc devices in opened packages from lot number 3167258. The gross visual inspection shows that all three units have signs of use. The catheters were removed from the needles and each needle was fully retracted. All 3 units were investigated by microscopically inspecting their catheters under the microscope. Unit 1 and unit 3 displayed the tipping lines slightly uneven but remain within specification. Unit 2 showed the tip exhibited a v-shape point and the damage was consistent with the needle going through a catheter wall, which may have been a contributing factor with the reported complications. The damage of 'needle through catheter' was confirmed, but the root cause could not be determined. All three units were tested for adequate lubrication where adequate lubrication was present on each unit. A device history record review showed no non-conformances associated with this issue during the production of this batch. The instructions for use (IFU) indicate that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.